Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h7, h9, h11. The cusa clarity console (c7000) was evaluated: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - the reported failure "touch screen issue" is confirmed from the evaluation. Touch screen calibration procedure was performed, no functional test is needed, and the console software has been updated. Root cause - a corrective and preventative action (CAPA) is currently open relating to frozen screen on clarity consoles and the root cause is under investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity console (c7000) had a black touchscreen issue during surgery. The surgery time was increased by more than 30 minutes; however, there was no patient injury.